Manufacturer narrative:
It was reported that physician tried to place est1810f but found that it was not expanded even out of the stenosis part during the deployment under the fluoroscopic image, therefore, the physician placed the outer sheath to the original position for reloading the stent. It was deployed out of the patient's body and the stent was found being not fully expanded. Through the attached photo, it is confirmed that the stent was fully expanded. As a result of analysis of returned device, stent was fully expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the returned stent in state of fully expanded, it is assumed that the stent was expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
When the stent placement of est1812f, the physician found that it was not fully expanded under the scope image and removed it by forceps. After the removal, it was still not expanded. The physician tried to place est1810f but found that it was not expanded even out of the stenosis part during the deployment under the fluoroscopic image, therefore, the physician placed the outer sheath to the original position for reloading the stent. It was deployed out of the patient's body and the stent was found being not fully expanded. The procedure was suspended. * this case is related to previously reported case (MFR report #: 3003902943-2020-00040). Malfunction has occurred on the additionally placed other stents due to prior case, so we report this case.

Manufacturer narrative:
It was reported that the physician tried to place est1810f stent but found that it was not expanded even out of the stenosis part during the deployment under the fluoroscopic image, therefore, the physician placed the outer sheath to the original position for reloading the stent. Through the attached photo, it is confirmed that the stent was expanded fully. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
When the stent placement of est1812f, the physician found that it was not fully expanded under the scope image and removed it by forceps. After the removal, it was still not expanded. The physician tried to place est1810f but found that it was not expanded even out of the stenosis part during the deployment under the fluoroscopic image, therefore, the physician placed the outer sheath to the original position for reloading the stent. It was deployed out of the patient's body and the stent was found being not fully expanded. The procedure was suspended. This case is related to previously reported case (MFR report #: 3003902943-2020-00040). Malfunction has occurred on the additionally placed other stents due to prior case, so we report this case.